Event description:
It was reported that during a colon procedure that the device would cut but stapled partially. The surgeon used another like reload to complete the procedure. There was no adverse patient consequence.